Manufacturer narrative:
An evaluation was performed on the returned product. Visual inspection of the returned device indicated some damages on the distal tip of the anchor. The bone quality was hard and the procedure took a few minutes to be completed. The site was prep with a punched which is a competitor¿s device. There were no injuries to the patient. The same site was used to complete the case. The procedure was successfully completed with a bigger anchor. Since the bone quality was confirmed to be a hard bone, and the site prep was done by an unknown device, the root cause for this complaint can be attribute to improper use no root cause be attribute to the manufacturing of the device .

Event description:
It was reported that during a rotator cuff repair using a fastener, fixation, nondegradable, soft tissue, that anchor was stuck and had to core out the bone and replace with bigger anchor. It was also reported that the bone quality was hard and the procedure took a few minutes to be completed. The site was prep with a punched which is a competitor's device. The same site was used to complete the case. The procedure was successfully completed with a bigger anchor. There were no injuries to the patient. (B)(4)